Event description:
The aligners for the lower teeth caused the gum line to wear away and expose the root of the teeth due to the mfg of the 3rd week's aligners. Our lab typically leaves a couple millimeters of plastic that will sit on your gum tissue. If that plastic is pushing on your gums and causing soreness then you are more than welcome to trim them" - the response from the customer support team. The intense pain caused by the aligners shifting of the teeth has led to constant intense pain and exposure of the roots for the backside of the lower teeth, whether the aligner is worn or not worn. This damage has now created high risk of decay by exposing the roots to bacteria. The shifting of the lower teeth with no dental oversight for week 1 and 2 created this risk and caused the exposed part of the lower teeth roots. I let them know that continuing to wear the aligners starting with week 3, even after trimming the mfg error of extra plastic, led to the following: the lower teeth are "now beginning to poke through the gums and rub against the aligner. The front of the aligner is also too low and sharp into my lower lip and it's just impossible to wear", they will not allow me to send the devices back and they have not had a dental or medical professional review my complaints. I told them they needed to stop telling me to push through the pain and take this seriously or I will report the adverse reaction to the FDA myself. They have no policy in place for handling adverse event reports from customers. This could be permanent impairment to the teeth affected. FDA safety report ID# (B)(4).